Event description:
The customer reported an intermittent saturation fault error message. This error prevents the system from operating. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.